Manufacturer narrative:
The recipient reportedly resumed device use.

Event description:
The recipient reportedly experienced meningitis following otitis. The recipient underwent surgery on (B)(6) 2018 to seal a tegmen breach. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly hospitalized from (B)(6) 2018 to (B)(6) 2018. The recipient experienced pneumococcal meningitis, severe otitis, positive evolution without antibiotics, persistent oto liquorrhea, and breach closure surgery with meningocele removal on (B)(6) 2018. The recipient's meningitis is reportedly due to the surgical act. The recipient has recovered. This is the final report.